Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned reamer determined that the tip of the reamer has fractured off as reported. The teeth of the reamer have scratches and dents on them consistent with usage. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The root cause of the reported issue is attributed to user error as the fracture analysis determined that the product failed due to a bending overload fracture after approximately 1 year in the field. A summary of the investigation is being sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Reference cmp-(B)(4). Report source - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the vanguard ps box reamer tip fracutred off while reaming. No pieces fell into patient. No adverse events have been reported as a result of the malfuction.